Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionaire was not received. (B)(4).

Event description:
A surgeon removed an unexpected outcome of add'l cylinder following an intraocular lens (iol) implant procedure. The surgeon also reported the pt presented with asymmetric "bow-tie" pattern on topography. Add'l info has been requested.